Manufacturer narrative:
The actual product involved with the incident reported will not be returned. The actual product involved with the incident reported will not be returned. No inventory available for the finished good lot reported, therefore no product evaluation can be performed. Relevant portions of the device history record were reviewed. Finished good products as well as the suture component were received into inventory without quality issues. The product from this finished good lot and all of the components met surgical specialties puerto rico inc. Requirements throughout the incoming, manufacturing and the final inspection processes. Infection, is a known risk with any suture material. The most probable root cause for post operative infection can not be determined with certainty without reviewing the actual device involved or reviewing or testing, sterile samples from the same finished goods lot. Reference: (B)(4). Item #sxpd2b402 stratafix spiral pdo knotless tissue control device. 2ct-1 #2 pdo 24 x 24, lot mbld590.

Event description:
It was reported: "on (B)(6), a knee prothesis procedure was performed and the used stratafix to close the knee capsule. Two weeks later, the patient present an infection. Then an arthroscopy was performed and they saw that the internal wound was open. Two days later they re-operated on the patient and saw the suture very fragile and the knee capsule was not closed. They had to put vicryl stitches (separated)."